Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500165235 tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on their adc blood glucose meter. Customer reported receiving a high readings of 500 mg/dl which was higher than a lab readings of 138 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.